Event description:
Stryker 4200 battery powered trauma drill stopped working during procedure. Battery was replaced and a few seconds after the new battery was inserted, there was a "pop" sound heard from the drill. Small amount of smoke was seen coming from the drill and a burning smell was present. Battery was removed from the drill and smoking stopped. Diagnosis or reason for use: I and d left distal humerus with application of external fixator. Event abated after use stopped or dose reduced? No.